Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had led anomaly. Customer's blood glucose at time of incident was unknown. Cusotmer was unable to troubleshoot as time of call because they are unable to determine the cause of the issue. Customer was advised we are sending replacement sets.